Manufacturer narrative:
This report is submitted july 16, 2018.

Event description:
Per the clinic, the patient experienced migration of the internal device resulting in the decision to explant the device (date not reported). The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on july 10, 2019.